Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that one-third of the insulin pump's screen was black. The backlight button turned part of the screen black. Customer's blood glucose level was 112 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump display functioned properly with no missing segment or black screen noted. However, the back light displayed a brown spot at the bottom right side corner due to the adhesive tape between the display glass and liquid crystal display circuit board. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.